Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-linear leads, upn: m365sc2218500, model: sc-2218-50, (B)(6), UDI: (B)(4).

Event description:
It was reported that the leads had high impedances. The patient underwent a lead replacement procedure. The explanted devices were not returned. No additional information has been obtained.